Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: medtronic tavr case with physician. Physician had difficulty passing delivery device through access with multiple attempts and extra force. Manta was deployed in normal fashion post tavr. Post image showed dissection occlusion at site. Questions due to sheath delivery. Surgical cutdown performed and determined anchor was in the dissection plane of vessel.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following an tavr procedure, a 14f manta was planned for closure in the left femoral artery. The physician encountered difficulty multiple times trying to advance the bypass tube through the hemostatic valve of the manta sheath. With extra force, the physician was able to deploy the manta. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. A post angiogram indicated an occlusive dissection at the site. The physician choose to perform a surgical cut down which revealed the anchor was attached to the dissection flap within the vessel. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta closure device.